Event description:
Pt revised due to loosening of the uni femur. Surgeon decided to go from uni to total knee.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any add'l reports for the product code/ lot provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.